Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported the anchor of the silent nite sleep appliance broke off. The patient reported that she used the silent nite appliance for the night (no date provided) and that the anchor was broken when she took it out of her mouth the next morning, she discontinued using the device. No date provided when the patient stopped using the device. No other information was provided, and no adverse consequence was reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. This is done by visual investigation: the part was received and reviewed; the upper right hinge block was broken due to obvious wear and tear. This failure is isolated and a common failure in this component. Root cause description. The probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. Manufacturer reference: (B)(4).